Event description:
It was reported to adac that the source to skin distances were incorrect prior to dose computation. The user noticed that user's source to skin distances were different after loaded a plan back into 5.2g. User had turned the beam visualizations off. No injuries were reported as a result of this issue.